Event description:
On (B)(6) 2025, while attempting to implant the device the port wire stuck in entry needle, would not advance would only go back. Had to open another kit. Product #: h787ct80lpbdv10 lot: 5847977 exp: 03/31/2028. No significant impact to the patient.